Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) after receiving a shock. A boston scientific representative was called to perform a device interrogation. Upon interrogation, it was found that the patient received an inappropriate shock as a result of oversensing noise signals. Additionally there was low r-wave amplitudes observed which led to t-wave oversensing. Isometric maneuvers were performed and replicated the observed noise and wavy baseline. Technical services (ts) was consulted and recommended additional troubleshooting measures. Subsequently, the physician opted to turn off the s-ICD and place a life vest on the patient until the patient can undergo an upgrade procedure. Ultimately, the patient underwent additional surgical intervention and the device system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) after receiving a shock. A boston scientific representative was called to perform a device interrogation. Upon interrogation, it was found that the patient received an inappropriate shock as a result of oversensing noise signals. Additionally there was low r-wave amplitudes observed which led to t-wave oversensing. Isometric maneuvers were performed and replicated the observed noise and wavy baseline. Technical services (ts) was consulted and recommended additional troubleshooting measures. Subsequently, the physician opted to turn off the s-ICD and place a life vest on the patient until the patient can undergo an upgrade procedure. Ultimately, the patient underwent additional surgical intervention and the device system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.